Event description:
It was reported that during the implant attempt, the impedance measurement was high on the second attempt to position the right ventricular lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut. There was blood on the proximal conductor (not obstructed). The distal electrode was covered with blood. Visual analysis revealed the lead was damaged at implant. (B)(4).